Event description:
It was reported that bleeding occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, around 2 o¿clock in the afternoon, the patient noticed bleeding on her arm. When she noticed the bleeding as this was the second time it happened, she did not do self-medication but went straight to the emergency room for medical assistance with her husband. She was concerned about the sensor wire being stuck to her arm. The staff checked her arm, removed the sensor, and made sure to check the needle and luckily it was not stuck to the skin. Due to the patient being diabetic, the staff made sure that the patient takes oral medication (keflex - antibiotics) to relieve her from the bleeding. Shortly after giving assistance, the patient was advised to go home after the staff put on a bandage to the affected area. The patient's condition has improved since the event. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - impact code - 4650 appropriate term/code not available. H6 health effect - impact code - f2304 prophylactic treatment.